Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope. The device delayed therapy before delivering it appropriately due vt morphology matching svt. Programming changes were made.